Event description:
It was reported the patient underwent an unspecified surgical procedure to her right hip. The surgical site was closed and the incision was covered with a surgical dressing. Eight days later, the patient presented to her physician for a routine dressing change. As the area was healing well, the dressing was removed and the physician noted the incision site "looked good". A second dressing was placed. Within a day, the patient developed itching. A week later, the dressing was removed and the patient noted redness under the adhesive portion of the dressing. Despite the redness and itching, a third dressing was placed over the incision site. When the third dressing was removed, the patient noted the redness was more severe and extended beyond the tape border of the dressing. The patient was issued a prescription for a topical cream (fluocinonide cream 0.05) and will f/u with her physician. The patient noted some improvement to the area, as the itching has subsided, however the redness remains. No further details were provided. Height: 69 in.

Manufacturer narrative:
Additional information was received on may 19, 2015. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient / event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on june 04, 2015.

Manufacturer narrative:
It was discovered on 06/29/2015 that the event date was incorrect on the initial MDR that was submitted on 05/07/2015 with MFR # 10000317571-2015-00047. The event date should be (B)(6) 2015. No additional patient / event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow up report will be submitted. Reported to the FDA on june 30, 2015.

Manufacturer narrative:
Based on the available info , this event is deemed to be serious injury. No further info was available at the time of the report. Additional patient/event details have been provided to date. Attempts to obtain additional patient/event info, including a model (icc code) and lot number, are ongoing. Should additional info become available, a f/u report will be submitted. (B)(4).